Event description:
Needle button accidently released prior to the completion of the 24-hour period. Patient stated that the v-go was on a table, prior to applying the reported v-go, and dropped to the floor. Patient stated within 2 hours of application patient noticed that the needle button for the applied v-go popped out. Patient stated she tried pushing it back in, but that it would not lock down.